Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging the patient passed away while on the device. There was no evidence of device malfunction. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.